Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b7, g3, g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of central regurgitation and restricted leaflet motion were unable to be confirmed due to the unavailability of relevant imagery or medical report. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The reported central regurgitation was observed after the post-dilation, which could have the risk of over expansion of the valve in diameter and stress on the leaflet, leading to leaflet motion restriction and resulting in central regurgitation. As such, available information suggests the procedural factors (post-dilation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral tavr procedure with a 20mm sapien 3 ultra resilia valve, the valve was deployed at a 70:30 (aortic/ventricular) position and mild pvl (paravalvular leak) was observed. A bav (balloon aortic valvuloplasty) was performed with 1ml less contrast solution at nominal volume and a tte (transthoracic echocardiography) revealed mild pvl. An additional 0.5ml of contrast solution was added and post dilation was performed. A subsequent tee (transesophageal echocardiography) revealed a severe central leak due to the valve leaflets remaining lifted after post dilation. Thus, a valve in valve was completed with a second 20mm sapien 3 ultra resilia valve. The central leak disappeared, the patient was stable and the procedure was completed.